Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 30 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2021, 2369 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one related surgery-n. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 30 year-old female patient who had essure inserted for female sterilization. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2021, 2369 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one related surgery: no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 12-apr-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device expulsion ("malpositioned left essure coil/the left essure device appears to have migrated into the uterus.") In a 28 year-old female patient who had essure inserted (lot no. B93975) for female sterilisation. The patient had a medical history of left lower quadrant pain, back pain, urinary tract infection, asthma, cholecystectomy, vaginal bleeding and pelvic pain. Previously administered products included: depo provera. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2018, 1591 days after essure insertion, she experienced device expulsion (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (lt. Essure coil removal done on (B)(6) 2018 and laparoscopic rt. Salpingectomy done on (B)(6) 2021). At the time of the report, the outcome of the event was unknown. The reporter considered device expulsion to be related to essure administration. The reporter commented: more than one related surgery-n discripancy noted in essure removal date: (B)(6) 2017 right coils: 2. Left coils: 2. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram abdomen] on (B)(6) 2018: clear lung bases. No pleural effusions. The patient has had a essure procedure in which the left sided placement is towards the midline of the uterus including the interstitium. The right appears to be more peripheral. Impression: 2 mm nonobstructing stone of the left renal pelvis. Placement of the left essure device as detailed above. [Pathology test] on (B)(6) 2018: foreign body, essure coil, left removal. Foreign body consistent with essure coil. Labeled "left essure coil" is a stretched-out silver colored metallic malleable coiled wire consistent with an essure coil, 29.5 x 0.1 cm. The essure coil is submitted for gross examination [ultrasound kidney] on (B)(6) 2018: the right kidney measures 10.2 x 4.4 x 4.4 cm. The left kidney measures 10.7 x 5.0 x 4.2 cm. Both kidneys appear unremarkable with no evidence of shadowing stone or hydronephrosis. Urinary bladder appears unremarkable. Both the left and right ureteral jet identified. Impression: unremarkable ultrasound of the kidneys [ultrasound pelvis] on (B)(6) 2018: indication: pelvic pain for 5 days. Patient also complains of left lower quadrant abdominal pain. History of essure birth control. Technique: transabdominal and endovaginal ultrasound was performed with grayscale and color-flow duplex. Endovaginal ultrasound: needed to better assess the pelvic structures. Findings: the uterus measures 8.5 x 5.1 x 7.6 cm. No uterine fibroids or mass lesions identified. There is a high-density curvilinear structure of the interstitium of the uterus which continues midline. The endometrial thickness is 12 mm. Impression: the left essure device appears to have migrated into the uterus. This could be further assessed with CT scan. Direct correlation to outside exams is recommended; (date unknown): patient's left essure coil was displaced in the uterine cavity. The patient desired essure coil removal the most recent follow-up information incorporated above includes data received on: 25-oct-2023: mr received :lot number added, event-"medical device removal updated to device expulsion" reporters information patient medical history and surgical pathology reports were added. Rcc updated,. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of fallopian tube perforation ("right essure device perforating through tube.") In a 28 year-old female patient who had essure inserted (lot no. B93975-invalid) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of left lower quadrant pain, back pain, urinary tract infection, asthma, cholecystectomy, vaginal bleeding and pelvic pain. Previously administered products included: depo provera. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2018, 1591 days after essure insertion, she experienced device expulsion ("malpositioned left essure coil/the left essure device appears to have migrated into the uterus."). On (B)(6) 2021 she experienced fallopian tube perforation (seriousness criteria medically important and intervention required). Essure was removed the same day. The patient was treated with surgery (lt. Essure coil removal done on (B)(6) 2018 and laparoscopic rt. Salpingectomy done on (B)(6) 2021). The reporter considered device expulsion and fallopian tube perforation to be related to essure administration. The reporter commented: more than one related surgery-n. Discrepancy noted in essure removal date: (B)(6) 2017. Right coils: 2. Left coils: 2. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram abdomen] on (B)(6) 2018: clear lung bases. No pleural effusions. The patient has had a essure procedure in which the left sided placement is towards the midline of the uterus including the interstitium. The right appears to be more peripheral. Impression: 2 mm nonobstructing stone of the left renal pelvis. Placement of the left essure device as detailed above.; on (B)(6) 2021: gross description: labeled "right ovarian and essure coil" is a rubbery. Pink purple fimbriated fallopian tube received in two pieces 6.5 x 1.2 x 0.8 cm in aggregate. Protruding through the proximal end of the fallopian tube is a partially stretched out metallic malleable coiled wire consistent with an essure coil 6.0 x 0.2 cm [pathology test] on (B)(6) 2018: foreign body, essure coil, left removal. Foreign body consistent with essure coil. Labeled "left essure coil" is a stretched-out silver colored metallic malleable coiled wire consistent with an essure coil, 29.5 x 0.1 cm. The essure coil is submitted for gross examination [ultrasound kidney] on (B)(6) 2018: the right kidney measures 10.2 x 4.4 x 4.4 cm. The left kidney measures 10.7 x 5.0 x 4.2 cm. Both kidneys appear unremarkable with no evidence of shadowing stone or hydronephrosis. Urinary bladder appears unremarkable. Both the left and right ureteral jet identified. Impression: unremarkable ultrasound of the kidneys [ultrasound pelvis] on (B)(6) 2018: indication: pelvic pain for 5 days. Patient also complains of left lower quadrant abdominal pain. History of essure birth control. Technique: transabdominal and endovaginal ultrasound was performed with grayscale and color-flow duplex. Endovaginal ultrasound: needed to better assess the pelvic structures. Findings: the uterus measures 8.5 x 5.1 x 7.6 cm. No uterine fibroids or mass lesions identified. There is a high-density curvilinear structure of the interstitium of the uterus which continues midline. The endometrial thickness is 12 mm. Impression: the left essure device appears to have migrated into the uterus. This could be further assessed with CT scan. Direct correlation to outside exams is recommended; (date unknown): patient's left essure coil was displaced in the uterine cavity. The patient desired essure coil removal. B93975-invalid. The following amendment was made: upon internal review event "fallopian tube perforation" added from mr received on 25-oct-2023. No new follow-up information was received from the reporter. We received an invalid lot number in this case. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device expulsion ("malpositioned left essure coil/the left essure device appears to have migrated into the uterus.") In a 28 year-old female patient who had essure inserted (lot no. B93975-invalid) for female sterilisation. The patient had a medical history of left lower quadrant pain, back pain, urinary tract infection, asthma, cholecystectomy, vaginal bleeding and pelvic pain. Previously administered products included: depo provera. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2018, 1591 days after essure insertion, she experienced device expulsion (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (lt. Essure coil removal done on (B)(6) 2018 and laparoscopic rt. Salpingectomy done on (B)(6) 2021). At the time of the report, the outcome of the event was unknown. The reporter considered device expulsion to be related to essure administration. The reporter commented: more than one related surgery-n. Discrepancy noted in essure removal date: (B)(6) 2017. Right coils: 2. Left coils: 2. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram abdomen] on (B)(6) 2018: clear lung bases. No pleural effusions. The patient has had a essure procedure in which the left sided placement is towards the midline of the uterus including the interstitium. The right appears to be more peripheral. Impression: 2 mm nonobstructing stone of the left renal pelvis. Placement of the left essure device as detailed above. [Pathology test] on (B)(6) 2018: foreign body, essure coil, left removal. Foreign body consistent with essure coil. Labeled "left essure coil" is a stretched-out silver colored metallic malleable coiled wire consistent with an essure coil, 29.5 x 0.1 cm. The essure coil is submitted for gross examination. [Ultrasound kidney] on (B)(6) 2018: the right kidney measures 10.2 x 4.4 x 4.4 cm. The left kidney measures 10.7 x 5.0 x 4.2 cm. Both kidneys appear unremarkable with no evidence of shadowing stone or hydronephrosis. Urinary bladder appears unremarkable. Both the left and right ureteral jet identified. Impression: unremarkable ultrasound of the kidneys. [Ultrasound pelvis] on (B)(6) 2018: indication: pelvic pain for 5 days. Patient also complains of left lower quadrant abdominal pain. History of essure birth control. Technique: transabdominal and endovaginal ultrasound was performed with grayscale and color-flow duplex. Endovaginal ultrasound: needed to better assess the pelvic structures. Findings: the uterus measures 8.5 x 5.1 x 7.6 cm. No uterine fibroids or mass lesions identified. There is a high-density curvilinear structure of the interstitium of the uterus which continues midline. The endometrial thickness is 12 mm. Impression: the left essure device appears to have migrated into the uterus. This could be further assessed with CT scan. Direct correlation to outside exams is recommended; (date unknown): patient's left essure coil was displaced in the uterine cavity. The patient desired essure coil removal. B93975-invalid. The most recent follow-up information incorporated above includes data received on: 17-nov-2023: update of information (batch is invalid). We received an invalid lot number in this case. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.